Manufacturer narrative:
The technician found the bed was not alarming and no service lights were on. After changing the t5 fuse, the technician replaced the power control module to repair the bed.

Event description:
Information received indicates the bed has no functions working from any of the function buttons on the bed, and the bed is stuck in the trendelenburg position.